Event description:
Report received from (B)(6) stating that the device would not run/rotate. The device was not used during surgery. It is unknown if injuries or medical intervention were reported. It is unknown if there was a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).